Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical product: product ID: 9735561, serial/lot #: (B)(4), ubd: 17-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a visualase system being used in a soft tissue ablation (neuro). It was reported that the saline bag connected to the tubing was sealed and the fluid would not go through. The health care professional (hcp) opened another kit and proceeded with the case. There was no delay to the procedure and no impact on patient outcome.